Event description:
Reporter rec'd the er1 message several times. Reporter did not do color chart comparison. Reported retested and blood glucose result was in the 200 mg/dl range. Reporter did not perform a control solution test.